Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 450 mg/dl at the time of incident. Customer last night blood glucose was high close to 400 mg/dl and 450 mg/dl because the site portion came loose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with bolus. Customer reported that they received insulin flow blocked alarm and possible causes. Customer was reporting a past event. Customer reported alarm did not occur during fill tubing. Customer reported event was resolved by complete set changed. Customer reported the infusion set tubing came apart. Customer reported that there was blood on the sensor and little bit of bruising. Customer reported that they did not receive medical treatment as a result of the site issue. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.